Event description:
Revision of omnifit series ii cup insert. Locking rings on both 28 and 32mm replacement inserts were damaged upon insertion. Surgeon decided to implant 28mm insert without locking ring.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2011-00386.